Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic cholecystectomy. The routine examination of the device before anesthesia revealed that the cuff of the tracheal tube leaked and the sealing performance was poor. The air cavity could not be sealed and there was insufficient ventilation and gastric juice reflux aspiration. Replaced with another tracheal tube immediately.